Manufacturer narrative:
Concomitant medical products: product ID 37702, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostim ulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimul ator (ins) for lumbar radiculopathy. It was reported that the patient fell last year and after the fall they had intermittent shocking in their battery pocket. It was reported that the fall may have led or contributed to the issue. The rep checked their impedances, which showed contacts 0 through 7 were all over 10,000 ohms. The rep was able to program the 8 through15 contacts and get the patient coverage, however, they called back an hour later and stated that it was still shocking them. The patient¿s doctor was aware and the patient was instructed to turn stimulation off. The issue was not resolved at the time of the event. No surgical intervention occurred or was planned. The event occurred in (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Additional information received from a manufacturer representative (rep) clarifying the serial number of the ins that was involved with the intermittent shocking at the pocket site and high impedances. It was indicated that no further actions had been taken to resolve the shocking at the pocket site. It was reported that the patient turned the stimulator off. No further complications were reported/anticipated. MDR decision corrected to not reportable as additional information from the manufacturer representative (rep) indicated this ins was not involved in this event and rather the ins serial number captured in regulatory report # 3004209178-2018-18420 was the ins involved. No additional supplementals required unless additional information received indicates reportable events.

Manufacturer narrative:
Continuation of d11: product ID 37702, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator. H6. Codes previously reported no longer apply. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803/ medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.